Manufacturer narrative:
(B)(4). The lot was manufactured from april 3, 2013 - april 4, 2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however five pictures were provided. Inspection of the photos identified that the coiled cap was separated from the housing, confirming the reported condition. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a coil cap that was not connected to the housing. This was noticed before use. There was no patient involvement. No additional information is available.